Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the main printed circuit board (pcb). A main pcb was replaced for this device and the suspect main pcb component will be returned to vyaire's failure analysis laboratory for evaluation.

Event description:
The customer reported an unresolved 'transducer fault " display alarm, during setup on this ventilator device. The customer stated no patient involvement with this event.